Event description:
During a surgical procedure. A layer of insulation on a hand held instrument was shaved off by a sharp inner edge on the reusable trocor. This shaving fell into the surgical site & was retrieved. There was no patient injury and the procedure was not altered.